Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a minimum fill notification after filling the cartridge with 125 units of insulin. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was 161 mg/dl. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle to resolve the issue.